Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp and illuminator module were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 25, 2012. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator module and xenon lamp were received and a visual assessment of the returned samples revealed no obvious nonconformity. The sample lamp was placed in the sample module and then the module was installed into a calibrated constellation system for functional testing. The module and lamp were found to meet product specifications. The root cause of the reported illumination issue cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that one of the lamps did not light during a surgical procedure. The surgery was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp and illuminator module were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).